Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized and customer was in intensive care unit due to diabetic coma on (B)(6) 2020. The customer blood glucose level was 1000 mg/dl at time of incident. The customer was treated currently at intensive care unit. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.